Event description:
The customer reported to olympus that the elevator is broken on the duodenovideoscope. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and evaluated. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.